Event description:
A potential product issue has been reported with our oncor expression linear accelerator. In the abundance of caution this issue is being reported. It has come to our attention that in oncologist oncologist (B) (4) there may be issues with the assignment of the iso-center of boostfields. No mistreatment occurred and there was no injury reported. Preliminary risk analysis is complete. Root cause is pending investigation final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 (critical). Mistreatment for more than one fraction may be possibly due to a shift of the iso centre. Probability: undetermined. Affected other products : undetermined.